Event description:
A medtronic representative reported the long percutaneous clamp will not lock down. When they try to tighten it with the driver it gets stuck. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot number not available at time of this report. Device manufacture date is dependent on lot number and not available. RMA issued. Suspect part has not yet been returned to manufacturer for evaluation. Replacement percutaneous clamp shipped (B)(4) 2012 for issue resolution.

Manufacturer narrative:
Lot number provision.device manufacture date provision.the suspected part has been recieved and evaluated. As returned, the head of the adjustment screw had been broken off and is missing. The screw threads are damaged near the base of the clamp and the screw has seized. The two clamp pieces have separated.